Manufacturer narrative:
(B)(4).

Event description:
Rep reported that the microsensor was calibrated according to IFU, reference number was (B)(4). Sensor worked appropriately intermittently but also gave icp reading of 140-180. Doctor brought patient back to operating room to replace with another microsensor.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the sensor and connector. Adhesive tape and sutures attached to the catheter body. Catheter material has multiple kinks and bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.